Event description:
In 2001, original surgery to repair fractured neck of femur. 4 months later, pt was readmitted with hip pain. Three days later, pt taken to surgery to replace broken synthes hip plate. Four months later, pt readmitted for hip pain on same side, with broken synthes plate found in same area of hip plate. Taken back to surgery with different surgeon, at pt's rquest, inserted a rod into femur without plate on third surgery.